Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported by the hospital to the (B)(6): "gamma nail fractured after implantation in (B)(6) 2016 (at (B)(6)). Removal of the nail on (B)(6) 2017 at the (B)(6) hospital. Revision of the patient and implantation of a total hip prosthesis."

Manufacturer narrative:
Evaluation revealed the received trochanteric nail kit, stst gamma3 ® ø11x180mm x 125° to be the primary product. Any further products have not been reported. Deficiency in material or manufacturing was not found. Dimensional examination was not possible as the nail was not returned for evaluation. The affected item was documented as faultless prior to distribution. Thus, we exclude a manufacturing error. The reported nail broke after an implantation period of approximately 6 months. Though requested several times, we did neither receive the implant nor any substantive data, such as patient data (gender, age, height, weight, any diseases, activity level etc.), x-rays, information about circumstances of nail breakage. Solely the fact that the nail breakage happened after 6 month hypothesizes that bone healing might have been delayed. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. Another requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or other stresses. Based on the above the root cause for the nail breakage could not be determined with the available information. The file will be closed formally according to our standard procedures and might be reopened, if the product or any substantive information becomes available. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by the hospital to the (B)(6) : "gamma nail fractured after implantation in (B)(6) 2016 (at (B)(6)). Removal of the nail on (B)(6) 2017 at the (B)(6) hospital. Revision of the patient and implantation of a total hip prosthesis."